Manufacturer narrative:
(B)(4). The customer returned one introducer needle, one arrow raulerson syringe, and the product lidstock for analysis. Visual analysis revealed that the needle hub was broken. A portion of the hub was still adhered to the needle cannula, however, a segment of the needle hub completely separated from the main hub body. In addition, several cracks were observed on the needle hub. Microscopic examination confirmed the damage. Functional inspection was not able to be performed due to the damage to the needle hub. A device history record review was performed, and no relevant findings were identified. The customer report of a broken needle hub was confirmed through visual inspection of the returned sample. The returned needle met all relevant requirements, and a device history record review was performed with no findings relevant to this investigation. Investigation of this issue is documented under a CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that the needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "cracked needle noticed on opening of the pack." A new pack was opened and used.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "cracked needle noticed on opening of the pack." A new pack was opened and used.